Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the lens tore. There was no pt contact.

Manufacturer narrative:
(B) (4). Work order search. Results: visual inspection of the returned product showed a piece of a haptic plate was torn off and missing and there was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge and foam tip plunger were not returned for eval. (B) (4).